Event description:
A facility administrator (fa) reported to fresenius that the patient was experiencing severe headaches and itchiness and it was suspected to be a reaction to the optiflux 180nre dialyzer. No other symptoms were reported. No immediate medical intervention was required. The patient's prescription on the optiflux 180nre dialyzer was discontinued on 12/7/2023 and changed to the nipro cellentia 17h dialyzer (a non-fresenius product) on (B)(6) 2023 without issue. Due to supply issues, the patient was then switched to the baxter revaclear dialyzer (a non-fresenius product) and the patient experienced severe headaches and itchiness. The fa asked whether the fresenius fx coral 80 dialyzer might be appropriate for this patient. The current status of the patient is not known.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. (B)(4). A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on four of the lots and three nonconformances (nc) on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A facility administrator (fa) reported to fresenius that the patient was experiencing severe headaches and itchiness and it was suspected to be a reaction to the optiflux 180nre dialyzer. No other symptoms were reported. No immediate medical intervention was required. The patient's prescription on the optiflux 180nre dialyzer was discontinued on 12/7/2023 and changed to the nipro cellentia 17h dialyzer (a non-fresenius product) on 12/8/2023 without issue. Due to supply issues, the patient was then switched to the baxter revaclear dialyzer (a non-fresenius product) and the patient experienced severe headaches and itchiness. The fa asked whether the fresenius fx coral 80 dialyzer might be appropriate for this patient. The current status of the patient is not known.

Manufacturer narrative:
Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius optiflux 180nre dialyzer and the patient¿s reaction (characterized by itching and severe headaches with a dialysis prescription change) as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. This was further supported by the patient¿s symptoms not returning once the dialyzer was switched to the nipro cellentia 17h dialyzer. There is no evidence of an optiflux 180nre dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux 180nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.